Event description:
During a pulmonary vein isolation procedure to treat atrial flutter in left atrium, a faradrive steerable sheath clear, was selected for use. Upon insertion of a farawave catheter into the faradrive sheath and flushing of the sheath, air was observed in the flush port. Aspiration was repeatedly performed; however, the air still persisted. The sheath was replaced, and the procedure was completed successfully without patient complications. The sheath is not expected to be returned as it was discarded.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.